Event description:
Related manufacturer reference number: 2017865-2022-04991. It was reported that the patient presented during follow-up in clinic. Upon interrogation of the pacemaker, high capture threshold was detected on the right atrial and right ventricular lead. The leads were explanted and replaced. The patient was in stable condition throughout the procedure.